Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Visual evaluation of the returned device found the needle and sheath were kinked near the distal end of the handle, additionally, the needle was also bent at the distal end. Functional test was performed however when the handle was actuated, the needle was unable to extend due to the kink. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that expect pulmonary olympus needle was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on (B)(6)2016. According to the complainant, during the procedure, the needle would not extend out of the sheath. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The investigation found that the needle was bent, this is now deemed as an MDR reportable event.